Event description:
On (B)(6) 2021 patient underwent an acdf c6-c7 with interbody cage. Bma allograft and plate with iliac crest bone aspirate. Return to the operating room on (B)(6) 2021 for anterior cervical wash out and revision of acdf. Unknown mtb status.